Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: radical nephrectomy. Event description: the port that was broken at the end of surgery when the assistant tried to remove a retractor used in laparoscopic surgery. The retractor should have been gently removed without any force. It is worth noting that at this stage the probable cause was the way this retractor was being removed on the other hand note the potential of the port cracking intra-operatively during surgery. Pieces are said to have been accounted for. Type of intervention: procedure completed with device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The fragments were not returned for evaluation. Based on the condition of the returned unit and the event description, it is likely that the retractor came into contact with the tip of the cannula during removal, which caused the cannula tip to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: radical nephrectomy event description: the port that was broken at the end of surgery when the assistant tried to remove a retractor used in laparoscopic surgery. The retractor should have been gently removed without any force. It is worth noting that at this stage the probable cause was the way this retractor was being removed on the other hand note the potential of the port cracking intra-operatively during surgery. Pieces are said to have been accounted for. Type of intervention: procedure completed with device. Patient status: no patient injury.